Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information provided by customer will be included in a follow up report. (B)(4). Per service record, third party service technician was able to confirm model lap top ventilator 1150 internal battery not holding charge. Service technician replaced internal battery. At this time, the device has not been received by carefusion.

Event description:
The customer reported that the model lap top ventilator 1150 internal battery does not hold charge. Upon further investigation, the customer stated that there was no patient involvement.